Event description:
It was reported that the ilet bionic pancreas generated repeated occlusion alarms while using a steel contact detach infusion set with 23-inch tubing, which resolved only after full supply changes and resuming delivery on a new set; subsequent elevated blood glucose values were observed and were attributed by the caregiver to a recently taken medication known to increase glucose. Symptoms included hyperglycemia of 255mg/dl without reported clinical symptoms. Outcomes included continued device use after supply change and caregiver monitoring without need for medical intervention. Investigation included troubleshooting with clearing the alert, changing the infusion set and cartridge, checking for bubbles and kinks, and resuming insulin delivery. Investigation of this case revealed no visible hardware damage, no air in the tubing, and no kinks, with normalization of alerts after replacement of disposable supplies. It was concluded that the occlusion condition was transient and related to the prior disposable setup, with the device functioning as designed after supply replacement.